Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, including late meal announcement, a subsequent rise in glucose after another meal announcement, supply changes, and observations of air bubbles that required additional priming; the user also questioned insulin potency, and there were no pump stop alarms with cgm reading consistently. Symptoms included elevated blood glucose levels. Outcomes included troubleshooting and education without medical intervention or hospitalization. Investigation included review of device data and user reports, registration of the device to the provider portal, and confirmation that logs synchronized after app reinstallation. Investigation of this case revealed no confirmed device malfunction, with potential contributing factors including late meal announcement and infusion-line air that was addressed during priming. It was concluded that the event involved hyperglycemia with an unclear cause and that the device functioned as expected after education and data synchronization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.